Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers did not detect on the communication bus. A field service engineer removed back panel receded row cable to resolve the issue. Proactively reseated cables on other two drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not detect on the communication bus, preventing user from removing the required medication. The customer stated that there was no delay since the users were able to retrieve the medications from the other station. There were no adverse events or injuries reported based on this event.